Manufacturer narrative:
(B)(4). The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The depleted battery was caused by high current which damaged the hybrid. It is believed that external defibrillation damaged the hybrid. (B)(4).

Event description:
It was reported that the patient presented in the or for generator change out. After dft testing, the programmer lost communication with the device. Interrogation with different programmers was unsuccessful. The device was replaced.